Manufacturer narrative:
(B)(4). Device available for evaluation? Yes. Returned to manufacturer on: 05/23/2018. Device evaluation: the device was received within its original packaging confirming the reported lot number 60085990. A visual inspection of the returned device was performed for foreign material evaluation. No debris could be seen with the unaided eye at 18in distance. The reported debris issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60085990. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A laser vision correction patient experienced a difficult flap lift resulting in an incomplete flap on the same day of laser treatment in the left eye (os). It was reported that there was debris that had apparently formed on the cone after several suction losses prior to laser firing due to the patient¿s small exposure. The flap was finally completed but with some sections were unable to lift. The procedure was aborted and will be converted to photorefractive keratectomy (prk) procedure at a later date.